Event description:
Reference number (B)(4). Event occurred in the united states. On 27-aug-2024, it was reported that the patient faced infusion set cannula was that the cannula came slightly out of her body while in use. The site of insertion was abdomen. The infusion set was in use for 13 hours. No further information available .